Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.